Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements greater than 125 ohms. It was reported that the patient's right ventricular (rv) lead was a single coil lead; however, the measurements being exhibited are higher than expected. Furthermore, it was discovered that the device had a stored episode with therapy exhaustion due to inappropriate therapy. The anti-tachycardia pacing (atp) and shock therapy was ineffective. No adverse patient effects were reported. Subsequently, this patient underwent system integrity testing which returned normal shock impedances with induction testing. The shock successfully converted the patient's ventricular tachycardia (vt). This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.